Manufacturer narrative:
Insulin pump passed the displacement, unexpected restart error test and self test. No unexpected restart and external error alarm noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump had unexpected restart. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer reports they were able to clear the alarm. Customer stated that they were able to complete rewind. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be return for analysis.